Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a cut under the vibration box. There was no alleged device malfunction contributing to the wound. The patient¿s hospital staff placed a bandage over the cut. Follow up indicated that the cut improved.